Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall and now it felt like their implantable neurostimulator (ins) was malfunctioning as it was causing them pain and not helping with their urinary symptoms. They stated that they settings might be up too high or the implant might have moved. It was noted that the patient could not see the manufacturer¿s representative until the representative¿s scheduled date in the healthcare professional¿s (hcp) office. There were no further complications reported or anticipated.